Event description:
Info received indicates the pt cannot place a nurse call from the bed.

Manufacturer narrative:
The technician found the switch wires were cut in the communication cable. He replaced the communication cable to repair the bed.